Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the high blood glucose. Customer's blood glucose value was 441 mg/dl. Customer stated that they did not get any alarm related to the high blood glucose. Customer stated that the insulin pump was not beeping. Customer reported that they did hear beeps when audio volume settings were saved. Customer was using auto mode. Customer reported that they did hear the differences between the two audio beep volumes 1 and 5. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.